Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (pod pc), ruby coils, a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure, the physician successfully implanted two ruby coils into the target location using the microcatheter. The physician then advanced a pod pc into the target vessel and while attempting to reposition the pod pc, the physician noticed via fluoroscopy that the pod pc had unintentionally detached. Therefore, the physician used a snare device to remove the pod pc. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report: 3005168196-2023-00560: b5: describe event or problem: evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the embolization coil was detached and the pe fibers were fractured. If the pe fibers fracture the embolization coil will detach. The pusher assembly was not returned for evaluation; therefore, the root cause of the detachment could not be determined. Further evaluation revealed damage to the coil implant. Based on the reported event, this damage was likely incidental to the complaint and may have occurred during snaring attempts to retrieve the coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (pod pc), ruby coils, and a non-penumbra microcatheter. During the procedure, the physician successfully implanted two ruby coils into the target location using the microcatheter. The physician then advanced a pod pc into the target vessel and while attempting to reposition the pod pc, the physician noticed via fluoroscopy that the pod pc had unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and the pod pc was then removed from the microcatheter. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.